Manufacturer narrative:
Batch review performed on 7 march 2022. Lot 180772: (B)(4) items manufactured and released on 28-may-2018. Expiration date: 2023-may-16. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event.

Event description:
About 3 years after the primary surgery, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.